Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that the device has a large deviation in volume of 13 percent. The pump was being tested at the customer's place when the problem was discovered and it was not able to be duplicated. The cause of the reported issue was unable to be determined. There is no problem with the device, no further action will be taken. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a large deviation in volume of 13 percent. There was no patient involvement.